Event description:
Would put them in and tampons would fall apart, retained- vagina [foreign body in reproductive tract]. Tampons would come apart [device breakage]. Put them in, they would come apart- tampons [complication of device insertion]. Case description: consumer reported via social media that tampons came apart when she put them in. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.